Event description:
A failure of low battery during function test. Customer reported there weree no patient injuries associated with this report and there have been no incident reports filed, since the last baxter service event. Customer stated incident occurred during biomed testing.